Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a reading from his adc freestyle libre sensor which was subsequently believed to be erroneously high. It was further reported that on (B)(6) 2018 customer performed a scan and received a reading of 110 mg/dl at 13:30. After receiving the reading customer started to eat unspecified foods but then lost consciousness. Customer denied experiencing any symptoms. Paramedics were called, treated the customer with ¿water and sugar¿ in addition to ¿injecting glucose serum¿ and then transported him to the hospital. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch and no issues were observed. Removed sensor plug and inspect connector. All three contacts were installed properly. Visual inspection of the sensor plug assembly: no cracks observed. Returned sensor patch data was extracted using approved software and found to be in sensor state 5 (normal termination). Sensor plug assembly was removed and sensor patch inserted into the simvivo test fixture and applied current to perform linearity test. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a reading from his adc freestyle libre sensor which was subsequently believed to be erroneously high. It was further reported that on (B)(6) 2018 customer performed a scan and received a reading of 110 mg/dl at 13:30. After receiving the reading customer started to eat unspecified foods but then lost consciousness. Customer denied experiencing any symptoms. Paramedics were called, treated the customer with ¿water and sugar¿ in addition to ¿injecting glucose serum¿ and then transported him to the hospital. No additional treatment was reported. There was no report of death or permanent injury associated with this event.